Event description:
The user facility reported that patient escalated from an impella cp to an impella 5.5 pump for support due to cardiomyopathy. While on support, gastrointestinal bleeding was noted so heparin was turned off. Additionally, a low platelet count of twelve was noted. The patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and access site bleeding has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia and access site bleeding could not be determined.